Manufacturer narrative:
Additional narrative: the failure investigation has been completed and the alleged high bg issue was verified in the pump logs, however, no failure was identified. Additionally the alleged pump history issue could not be verified.

Manufacturer narrative:
It was reported that intermittently, the pump did not log data despite being in use. Additionally, the customer experienced elevated blood glucose, however, a specific value was not provided. Although requested, the contract declined troubleshooting. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose, however, a specific value was not provided. Although requested, the contract declined to provide additional information and troubleshooting.